Event description:
User experiencing discrepant results on multiple tests, multiple samples. The following example was provided: initial alkaline phostphotase result 25 u/l, uric acid result 2.8 mg/dl, total bilirubin result 0.12 mg/dl, potassium result of 32.8 mmol/l and iron result 343 ug/dl. Same sample repeated gave results of 75 u/l, 5.9 mg/dl, 074 mg/dl, 4.2 mmol/l and 133 ug/dl, respectively. If add'l info is received, appropriate notification will be provided.